Event description:
It was reported that the patient presented in the operating room for an unrelated procedure. During the procedure, the surgeon discovered the right ventricular lead helix had gone through the septum and protruded into the left anterior descending artery. No electrical issues had been noted during the pre-operation device check. The lead was extracted since based on the medical history, the patient no longer required a pacemaker system. The patient was stable throughout the procedure.